Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device is unable to sense in bipolar mode. It was also reported that bipolar impedance is higher than unipolar impedance and the capturing threshold is higher in bipolar than unipolar. The patient is being sent to a specialist for evaluation. The device remains in use. No patient complications have been reported as a result of this event.